Manufacturer narrative:
Preliminary investigations performed with the affected patient sample and the sample collected from the patient on (B)(6) 2016 prior to the fluorescite treatment showed linearity until 800 fold dilution.

Manufacturer narrative:
Investigations have determined that the fluorescine does not have any impact on the measured results. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient urine sample tested for albumin tina-quant albumin (malb) on a jca-bm8040 analyzer (manufactured by jeol). The sample initially resulted as 3497.3 mg/dl and this value was reported outside of the laboratory. The result was questioned by a physician. The customer also stated that the result differed from a previous sample tested on (B)(6) 2016. The value of the previous sample could not be provided. The sample was then diluted 100 times and tested, resulting with a final calculated value of 3500 mg/dl. The sample was diluted 200 times and tested, resulting with a final calculated value of 1720 mg/dl. The sample was diluted 400 times and tested, resulting with a final calculated value of 1400 mg/dl. The sample was also diluted 800 times and tested, resulting with a final calculated value of 640 mg/dl. The customer did not know which result was correct. The patient was not adversely affected.